Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800209 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in ligation of pylorus under a laparoscopic total gastrectomy, the sixth clip was not loaded properly. After failing several times of testing outside the patient's body, another applier was used. No clips fell in the patient.

Event description:
It was reported that in ligation of pylorus under a laparoscopic total gastrectomy, the sixth clip was not loaded properly. After failing several times of testing outside the patient's body, another applier was used. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position in the channel. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900062493 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. There was significant resistance upon the trigger pull. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking caused there to be resistance when the trigger was pull and could prevent the clips from properly loading into the jaws. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which caused there to be significant resistance when the trigger was pulled. The clips stacking on one another would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.